Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. A new cartridge was successfully loaded to address the event. Additionally, it was reported that pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, pump time was corrected and insulin delivery was successfully resumed. The customer's blood glucose level was between 75-246 mg/dl.